Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump jammed. The device was not changed out. The user was able to get the device functioning to continue the case. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.